Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the pta balloon would not deflate after the first inflation in a right upper arm. A micropuncture needle was inserted through the skin to deflate the balloon. The balloon catheter was then unable to be retracted through the introducer sheath; therefore, the introducer sheath and balloon were removed together as a single unit. Another pta balloon was used to complete the procedure without incident. There was no injury to the patient.